Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted setscrew obstructing bore at receipt.

Event description:
It was reported, during an implantation procedure, set screw problem was noted. Consequently, the device was not implanted. No patient complications have been reported as a result of this event.